Event description:
It was reported that the customer passed away while wearing the insulin pump. The cause of death was unknown. The coroner requested that troubleshooting be performed. The insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.